Event description:
It was reported that the tip of a threaded guide wire broke during a distal humerus repair on (B)(6) 2015. A piece of the broken guide wire was left in the patient. Unknown surgical delay, procedure completed successfully. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.